Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02266 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling was implanted during a procedure on (B)(6), 2008. According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.